Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
On (B)(6) 2017, alarms ¿rapid gas loss¿ and ¿augmentation below limit set¿ were appeared frequently in 10 mins after intra-aortic balloon (iab) insertion on a patient. Removed iab and found blood in the balloon. Replaced iab to continue therapy. No patient injury was reported.